Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster stent is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Although a conclusive cause for the reported patient effects and relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design and the treatment appears to be related to operational context of the procedure.

Event description:
It was reported that during the procedure for treatment of a perforation in the left anterior descending artery (lad), a balance middleweight guide wire was advanced but could not cross to the perforation site. The guide wire was removed from the anatomy. A pilot 50 guide wire was advanced into the lad and a jostent graftmaster stent system was advanced. Resistance was felt. The graftmaster was removed and additional dilatation was performed using a non-abbott dilatation catheter. The graftmaster stent system was re-advanced and the stent graft was deployed in what was thought to be the lad. Images revealed that the guide wire had been advanced into the pericardium extending the perforation, and the distal end of the stent graft had deployed in the pericardium. The perforation remained unsealed. Pericardiocentesis was performed and surgical intervention was performed to suture the perforation. An intra-aortic balloon pump was inserted. The patient was taken to the intensive care unit; however, the patient's condition declined. Resuscitation attempts were initiated but the patient expired. The cause of death is hemodynamic deterioration, ventricular fibrillation, progressive ischemia, and pump failure. Though requested, no additional information was provided.